Event description:
The accounts biomed stated that the center arm on the left head siderail is broken at the pivot point and the siderail will not latch.

Manufacturer narrative:
The account replaced the siderail center arm to repair the bed.